Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a cut in the tubing set; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified blood product. The customer contact reported that, "the green slide clamp cut the tubing causing the tubing to split and spill blood." No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including patient outcome and if the tubing set was replaced and the therapy was resumed.